Manufacturer narrative:
Received thirty three 138104 in unopened original packaging. Evaluations were performed on thirteen samples using aql 1.0 c=0 sampling plan. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an insufficient heat seal on 10 out of the 13 samples. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found this is the only complaint with a quantity of 33 units for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following; - conmed encourages the inspection and/or testing of all medical equipment, packaging, and labeling prior to use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 138104, flat blade electrode due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.